Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but haptic tore. There was no patient contact. Another cq2015a model lens was implanted.

Manufacturer narrative:
.